Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported problem. It was determined that the root cause was due to the wrong serial number being printed. The outer serial number label was corrected. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the serial number on the pump was incorrectly labeled as sn (B)(6), while the internal serial number was sn (B)(6). The outer serial number label needs to be corrected. The event happened upon removal of the package. There was no patient involvement.